Manufacturer narrative:
Date of re-intervention was (B)(6), 2019. Original entry was incorrect.

Manufacturer narrative:
H6: code-213: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Corrected date of gore aware to 5/14/19.

Manufacturer narrative:
The review of the (manufacturing, sterilization, packaging, boxing) paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instruction for use (IFU) states, adverse events that may occur and/or require intervention include, but are not limited to endoleaks.

Event description:
On (B)(6) 2014, the patient had a full endovascular repair using gore® excluder® aaa endoprostheses. On an unknown date during a yearly CT scan the physician found a type 1b endoleak. On (B)(6) 2019, the patient had a re-intervention where two additional gore® excluder® aaa endoprostheses were implanted to extend distally into the iliac arteries. It was also reported that the internal iliac artery was coiled. The patient reportedly tolerated the procedure.